Event description:
The patient was re-intubated on (B)(6) 2021 in the setting of increasing work of breathing and inability to clear oral secretions. The patient underwent a tracheostomy on (B)(6) 2021. The patient became increasingly somnolent on (B)(6) 2021, necessitating stroke workup. A computed tomography (CT) scan showed subacute infarct in right inferior cerebellum and posterior medulla. A repeated CT/CT angiography (cta) of the head showed vertebral artery thrombosis. On (B)(6) 2021, the patient was found to have a trach occlusion resulting in hypoxic arrest and leading to low flow alarms and hypotension. On (B)(6) 2021 after arrest, a repeat chest x-ray showed left side hemothorax. A chest tube was placed at the bedside with 300 ml drained. A neurologist was concerned for hypoperfusion brain injury. The patient's wife decided to transition the patient to comfort care. On (B)(6) 2021, the patient was made do not resuscitate/do not intubate with no escalation of care. The patient expired on (B)(6) 2021. The pump was not to be returned. It was reported that the episode of low flow alarms resolved. The bleeding subsided by (B)(6) 2021 and the patient¿s chest was closed. The patient underwent heartmate 3 insertion, aortic valve replacement (27 mm) and patent foramen ovale (pfo) closure on (B)(6) 2021. Coagulopathy and bleeding postoperatively required return to the operating room (or) twice for mediastinal exploration and washout on (B)(6) 2021 and on (B)(6) 2021. The patient¿s chest was left open. The patient returned to the or on (B)(6) 2021 for washout and closure. The patient had intermittent fevers so pan cultures were sent and broad spectrum antibiotics were initiated from (B)(6) 2021 to (B)(6) 2021. The patient was extubated on (B)(6) 2021 but reintubated in the setting of increasing work of breathing and inability to clear oral secretions. The patient underwent a tracheostomy on (B)(6) 2021. The patient became increasingly somnolent on (B)(6) 2021, necessitating a stroke workup. A computed tomography (CT) should subacute infarct right inferior cerebellum and posterior medulla. A repeated CT/CT angiography (cta) of the head showed vertebral artery thrombosis. Upper and lower dopplers were done on (B)(6) 2021 showing occlusive thrombus in the right cephalic vein and left basilic vein, both superficial veins. The patient was somnolent the morning of (B)(6) 2021 with elevated end-tidal co2 (etco2) while on pressure support (ps) trial, so the patient was placed back on rate. The patient had unsuccessful weaning since. Creatinine continued to rise. A repeat transthoracic echocardiogram (tte) on (B)(6) 2021 showed moderate right ventricular failure. Revolutions per minute (rpm) were increased to 5600. The patient had persistent leukocytosis and intermittent fevers. Broad spectrum antiobiotics (vancomycin, cefepime, diflucan) were restarted and pan cultured. Stat called on the morning of (B)(6) 2021. The patient was found to have a tracheostomy occlusion leading to low flows and hypotension. The patient was reintubated from above with tracheostomy remaining in place. Hypercarbia and hypoxia were corrected. A bronchoscopy with bronchoalveolar lavages (bals) growing mixed positive and negative bacteria was done at bedside with minimal bleeding found in the airway. On (B)(6) 2021, a broncheostomy and tracheostomy revision were done at bedside. A follow-up chest x-ray revealed a left sided hemothorax. A computed tomography (CT) of the chest, abdomen, and pelvis confirmed a left sided hemothorax. A left chest tube was placed at bedside with 300ml drained. Neurology revisited due to new left head, shoulder, and left arm twitching and leftward gaze. A repeat head CT on (B)(6) 2021 was unchanged (previous posterior fossa infarct) with no acute intracranial processes. An electroencephalogram (eeg) was obtained on (B)(6) 2021 which demonstrated moderate generalized non-specific cerebral dysfunction without epileptic discharges or tendencies. The patient had encephalopathy without definite new focal signs. Clinical concern was for hypoperfusion injury as the patient had an occluded major vessel. Movements were felt to be most likely to be myoclonic. Per their records, the patient maintained mean arterial pressure (map) greater than 75 mmhg with vasopressors and levophed, which the patient had been requiring since the patient¿s wife requested a meeting with the doctor on (B)(6) 2021 to discuss the patient¿s clinical course and multiple organ system failures. After the doctor revisited with her, the medical team and the patient¿s wife decided to transition to comfort care on (B)(6) 2021. The patient was made do not resuscitate (dnr)/do not intubate (dni) with plan for no escalation of care, no additional therapies or procedures, no labs or imaging. Hospice scatter bed service beds were discussed with the patient¿s wife and she declined referral. The patient developed worsening hypotension throughout the day. The decision was made to increase vasopressor support to temporize until the family could arrive to withdraw care the following day. In the early evening, the patient became hypotensive requiring 25 mcg of levophed and vasopressin was increased to (B)(4) units. A calcium infusion was ordered as attempts were made to contact the patient¿s wife to notify her of the clinical change and decompensation. Pump flows began to decrease without improvement after infusion of crystalloid bolus. The patient remained hypotensive with no hemodynamic response to one dose of hydrocort, calcium, and crystalloid bolus, and no response to increasing rpms of the pump. Pump flows ultimately began decreasing to 0 liters per minute (lpm) with no change in power. At this point, the patient¿s wife verbalized her desire to remove life-sustaining measures. Fentanyl drop remained on. The pump was turned off with assistance from the ventricular assist device (vad) coordinator. The ventilator was turned off. The patient¿s time of death was 20:30.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause of the reported events could not be conclusively determined through this evaluation. Per the center, the reported low flow alarms were associated with cardiac tamponade; a specific root cause for the tamponade could not be conclusively determined through this evaluation. It was reported that the device will not be returned for evaluation. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism, bleeding, infection, stroke, pericardial fluid collection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The IFU lists thromboembolism as a potential late postimplant complication. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, this document explains that the hm3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 18mar2021. Review of the lvad final assembly DHR showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient returned to the operating room (or) on the morning of (B)(6) 2021 for tamponade with low flow alarms. Bleeding was noted on the back of the heart near the apical cuff. Pledgeted sutures was added, along with bioglue. This seemed to resolve the bleeding. The patient was transferred back to the intensive care unit (ICU). The low flow alarms resolved once bleeding was under control. The account planned to give the patient a tracheostomy on (B)(6) 2021. The patient remained heavily sedated. The long term plan for the patient was to wean sedation and see how he does on the tracheostomy. Pump parameters were stable.